Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a particulate the tubing set was to be used to deliver an unspecified medication. The customer contact reported that immediately after opening the package, a hair was noted in the soluset of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.